Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a superficial femoral artery (sfa)/ posterior tibial intervention, while prepping the 6 fr gauge flexor high-flex ansel guiding sheath introducer and dilator with a saline flush, the physician noticed that the exterior of the introducer was split circumferentially at the junction in which the sheath transitions to the flex tip. The introducer did not come into contact with the patient as the break was discovered immediately upon opening the device package. Another flexor high-flex ansel guiding sheath was utilized to successfully complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor high-flex ansel guiding sheath sheath was returned for investigation. The dilator was returned completely inserted. The dilator was removed and a kink was present at 48.7 centimeters (cm) from the proximal hub. The sheath tubing was separated at 46.6 cm from the proximal hub, but still connected by exposed coil. The separation site was examined and the length of the different materials was measured. It was determined that the sheath had separated at the proximal bond. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.